Event description:
Dlr states yellow light will not go off. They called in to tech and was not able to troubleshoot. Unit was out with customer but exchanged. No patient information provided by dealer..